Event description:
It was reported that after insertion of the intra-aortic balloon, the pump alarmed "possible helium loss". The intra-aortic balloon was removed and replaced without any complications.